Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies to address the issue but the occlusion occurred. Customer's blood glucose was 350 mg/dl. Multiple attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received, and no additional information was provided.